Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the costumer experienced high blood glucose levels of 400 mg/dl and 401 mg/dl. The customer¿s other blood glucose levels was 90 mg/dl. Troubleshooting was not performed for high blood glucose values. The product will not return for analysis.